Event description:
The pt underwent a sling procedure in 2003. Post operatively, the pt presented with pain, urgency and frequency. It was noted that the mesh was in the bladder. Five mos later, the physician excised the mesh from the bladder via suprapubic cystostomy and vaginal dissection. The pt may currently have vesicovaginal fistula which may have to be reparied in the near future. The physician believes that the ob-gyn who originally placed the sling may have missed the tape during initial cystoscopy.